Event description:
The pt reported the buttons are not always responding. The pt reports wearing the pump on his waist and not exposing the pump to water.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.